Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 2182269-2018-00011, 2182269-2018-00012. During a pulmonary vein isolation procedure, a pericardial effusion occurred. Following several lesions, the patient became hypotensive and an ice catheter confirmed a posterior pericardial effusion. The patient was observed in the lab for 30 minutes, pressure resolved and the effusion improved. No intervention was necessary and the patient left the lab in stable condition. There were no performance issues with any abbott devices.